Event description:
Consumer complaint of low control results. Control test result was 76 mg/dl for a control range of 83-113 mg/dl. No adverse event reported. Consumer had not tested with blood.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).